Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited no pacing spikes. It was noted that the patient experienced bradycardia. The leads remain in use. No further patient complications have been reported as a result of this event.